Manufacturer narrative:
(B)(4). The customer reported to have recharged the battery for more than 14 hours. The battery was replaced, and the issue was resolved.

Event description:
It was reported that, prior to use, a ventilator operated on the battery, and the low battery alarm was generated within two minutes. There was no patient involvement.

Manufacturer narrative:
(B)(4). The battery was returned for evaluation. The service engineer evaluated it and verified the reported complaint. The battery was connected to a battery tester and measured 0.1% of the rated battery capacity. The reported malfunction was duplicated.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.